Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, while closing the gastric/jejunum anastomosis, the surgeon pressed the fire button and started firing, but after 1.5 seconds the blade stopped and a green flashing box around the led screen was shown on the device. Then the columns popped up and the reload column showed white with no fires left. The second reload was gotten and the same thing happened. Then a new device and reload was used and ended up firing successfully. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the reloads were fully fired. Staple pushers were visible at the zero cut line for both reloads. Functionally the reloads were loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.